Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels in the high 200's (mg/dl) and at 354 mg/dl. Reportedly, the customer changed their eating habits, tried to exercise more, changed the supplies, as well as would use a manual injection/change out the insulin vial to address the bg levels. Reportedly, the customer removed insulin from manual injections and inserted the insulin into the cartridge and stated that bg levels were normal. However, it was noted that when the customer reverted to using insulin from the vial, the customer experienced elevated bg levels. The suspected cause of the elevated bg level was due to expired insulin. A system check with tandem's technical support indicated that the pump, cartridge, and infusion set functioned as expected. It was noted that the insulin was expired during troubleshooting with tandem's technical support.